Manufacturer narrative:
(B)(4). The customer did not retain the devices lot number, catalog or model . The date of manufacture and the 510k cannot be determined.

Event description:
Covidien reveived an email reporting a bloody nose occured during patient use with an unspecified tube. No information was provided regarding any product problem or required intervention. Additional information has been requested.